Manufacturer narrative:
Batch review performed on 28 february 2017. Lot 148382: (B)(4) items manufactured and released on 15 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision of the liner due to knee instability. The surgery was performed without any problems. No indication of component loosening or infection was noted. The poly size was increased from 12mm to 14mm to improve stability. No x-rays available.